Event description:
During a routine device replacement, the set screw of the header of the device was not able to be removed. The set screw with ample force the set screw was successfully removed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to disconnect was confirmed. The device was received at normal elective replacement indicator (eri) range of operation. Analysis of device image was performed, and no anomalies were noted. Visual analysis of the header revealed the cause of the problem cannot be determined due to the atrial connector portion of the header being broken off during the explant procedure. Functional analysis of the device did not find any anomalies. Longevity assessment found the device was operating at the eri voltage consistent with normal usage.